Event description:
It was reported that "the hose/motor...overheated and caused injury to the patient." On follow-up, it was reported that the malfunction took place during a lumbar micro-discectomy l5-s1. The surgeon felt the motor get hot, and set it down against the patient's back for approximately 1-2 minutes while another motor was retrieved. At the end of the procedure, it was noted that the area on the patient's back where the motor had been resting was burned. According to a nurse present during the procedure, it was a 1st degree burn. The area was red, and no blistering was noted. Antibiotic ointment and dressing were applied, and the patient was sent home. The nurse stated that an angled attachment was used with the motor, and that during set-up, she had difficulty locking the attachment in place.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of overheating as the temperature was within specification at 88.8°f. During evaluation, it was noted that the collet closure and collet carrier showed signs of wear and overheating. These two components only disengage when the attachment is fully locked in place. The suspected cause of failure is that the attachment was not fully locked on to the motor. This caused the collet brake and carrier to make contact during use, causing the motor to heat up. The user manual contains the following: ¿heavy side loads and/or long operating periods may cause the device to overheat. If overheating occurs: never place an overheated motor on the patient or draping during surgery. Discontinue use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel. If the motor is passed off, the receiver should grasp the motor by the proximal end close to the motor hose. To avoid injury to the patient or user, do not place the hand piece on the patient or in an unsecured location, when not in use.¿ to install the attachment, the user manual states as follows: ¿slide the attachment over the motor collet, aligning the triangular markers. You will feel and hear the attachment click into place when it is fully seated.¿ in addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ maximum continuous and maximum total cutting times for various tool types is included in the manual. We will continue to track and trend this complaint type. (B)(4).